Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Medication stuck in throat [medication stuck in throat] it needs to be apply 2-3 times a day. [Inappropriate schedule of product administration] it will fall off after lunch, so I have to stick it again. [Product quality complaint]. Case description: on 2024-06-19 a spontaneous case was reported in taiwan (province of china) by a(n) patient via call center representative (phone). The report concerns a(n) male consumer. The consumer received polident denture adhesive cream good stability max comfort (carbomer+carna+polma cream) for indication(s) product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident denture adhesive cream good stability max comfort, the consumer experienced a medically significant these adhesive sticks to the throat (foreign body in throat). On an unknown date, the consumer experienced a non-serious it needs to be apply 2-3 times a day., and it will fall off after lunch, so I have to stick it again., (preferred term: inappropriate schedule of product administration, and product quality issue). The outcome of the events was unknown. No medical history was reported. No drug history was reported. The action(s) taken were: for polident denture adhesive cream good stability max comfort was unknown. The dechallenge for all the events was unknown. The rechallenge for all the events was not applicable. It was not reported / not assessable if the reporter considered the events to be related to suspect. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I have used polident denture adhesive cream good stability max comfort 70g. I have used it for more than a year. If I use less, this adhesive will not stick firmly, and if I use more, it will be difficult to wash. Is there any way to wash it more cleanly? This can't be washed clean, and I have to pick it with my hands. Is it okay to eat it? Is it harmful to the body if I eat it? This adhesive can't stick for twelve hours a day. It needs to be applied 2-3 times a day. It will fall off after lunch, so I have to stick it again. This adhesive sticks to the throat and it is not easy to go down, and it can't be picked out. Is this product made of flour? Would it be better to rinse the mouth with warm water at a higher temperature? If you have a better method, please tell me. If not, forget it. The batch number and expiry date at the end feel rough, but I don't know if they are gone, and I can't see them. (Since the consumer can't see the batch number and expiry date clearly and is unwilling to continue communicating, we cannot confirm more information). The suspect drug was reported as polident max hold & comfort denture adhesive cream 70g". Follow up 1 information was received on 2024-06-19 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: denture adhesive creams are specially formulated to form a tight seal and provide a firm hold for dentures. The combination of the duo salt and carboxymethylcellulose in the product provides the adhesive strength that helps hold dentures in place. Gsk denture adhesives have been shown to be effective in providing 12 hours hold across multiple randomized clinical trials. The complaints received for the reason code cpe dnt hold are of a common / expected nature for the fixative paste formulations. Prior to the generation of a cim, each cpe dnt hold customer complaint was individually investigated whereby the complaint sample was tested for the percentage of active ingredient. A batch documentation review was also performed to verify that there were no issues during the manufacture or packaging of the batch. Each investigation verified that the concentration of active material was within specification and that the product had been manufactured appropriately and complied with all required quality standards. Response to consumer (if applicable): the concentration of "active" ingredient in the lot/product in question was within specification and met all requirements of the release specification. All of the documentation pertinent to a specific lot of finished product is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. As with any product, it is expected that the consumer may have different experiences based on various individual factors like the fit of the denture and the oral anatomy of the denture wearer, that may determine the performance of the denture adhesive. Please be assured that this complaint has been logged, will be indicated in the manufacturing site metrics and will be brought to the attention of all relevant site personnel as part of the complaint review process. On the basis of the above I now wish to consider this complaint closed - please revert should you require any further information. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4). Follow up 2 information was received on 2024-06-21 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. Should valid lot details or a complaint sample become available, the case will be opened and further investigation will be performed on site. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as (B)(4). Initial, follow-up 1 and follow-up 2 were processed together.